Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by the product analysis lab. The device failed the homechoice rite functional test for being received inoperative, however the device met the remainder of the rite functional performance specification requirements. The device also failed the rite electrical ground bond test, see report 1423500-2011-02585. The cause of the increased intra-peritoneal volume (iipv) identified in the device log was determined to be insufficient drain, clinician inappropriately set minimum drain volume percent setting too low. The device's service history record was reviewed and no issues were identified that may have contributed to the iipv. The label review found the labeling adequate for the potential use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
An increased intraperitoneal volume (iipv) situation was identified in the log of a returned homechoice device. The iipv occurred on (B)(6) 2011 during drain cycle 5. The ultrafiltration volume was 1272ml. This meets baxter's iipv criteria. No patient injury or medical intervention was reported.